Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at work and experienced loss of consciousness. An ambulance was called to his workplace. The paramedics took a blood glucose reading which was 1.3 mmol/l and the cgm was reading 7.6 mmol/l. The paramedics treated the patient with glucagon and took the patient to the hospital. At the hospital the patient was monitored and there was no medication provided. The patient recovered and was discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.